Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of 3cg tracking issue is inconclusive due to poor sample condition. One 5 fr dl powerpicc solo catheter was returned with a 3cg stylet inside. A sticker with product information ref: ck000590a and lot: recz3288 was also returned. The catheter was trimmed at the 43 cm depth marker. The catheter was also observed to be cut at the 12 cm depth mark. Use residue was present within the catheter and stylet. Microscopic observation of the polyimide tubing revealed the distal end of the stylet to be intact. No apparent breaks or damage was observed. A multimeter was used to test the continuity between the distal end of the stylet and the white fin and no issues were observed. The resistance between the distal end of the stylet and the white fin was measured to be 45 ohms and within specification. The conditions during the use of the device is unknown; therefore, the complaint is inconclusive. A lot history review (lhr) of recz3288 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3288) have been reported from the same facility.

Event description:
It was reported that the rn trimmed the PICC at 40cm and when placing the PICC she saw the sherlock stylet icon go downward but never saw and changes with the p-wave. It was stated the rn attempted some troubleshooting but saw no changes in the p-wave. Rn said she second guessed her measurements so called for another PICC kit. The rn left some additional length on the new PICC used and while placing the PICC "immediately saw changes in the p-wave as she advanced the catheter". The second PICC was placed successfully. Another rn stated she too had "a similar experience recently" with the same lot. This report addresses the first event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3288 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3288) have been reported from the same facility.

Event description:
It was reported that the rn trimmed the PICC at 40 cm and when placing the PICC she saw the sherlock stylet icon go downward but never saw and changes with the p-wave. It was stated the rn attempted some troubleshooting but saw no changes in the p-wave. Rn said she second guessed her measurements so called for another PICC kit. The rn left some additional length on the new PICC used and while placing the PICC "immediately saw changes in the p-wave as she advanced the catheter." The second PICC was placed successfully. Another rn stated she too had "a similar experience recently" with the same lot. This report addresses the first event.